Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) believed that the homechoice (hc) machine had air in the patient line and the air traveled into the patient during use. There was nothing unusual noted with the supplies, which would cause or contribute to the air in the patient line. The technical service representative assisted the hp in ending therapy. The hp was to finish with manual supplies. No adverse event was indicated in association with this report. No additional information is available.